Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician connected the lead to merlin psa using the pre-packaged connector sleeve tool and no physiologic egms were observed on the merlin psa. The physician re-seated the connector sleeve tool however, the physician applied pressure to the connector sleeve and physiologic intracardiac signals were detected and psa analysis was performed. A new connection sleeve was opened and used through the remainder of the procedure. There were no patient consequences.